Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test and unexpected restart error test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. Unit rewind function properly and no rewind anomaly noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery tests or verify prime/fill anomaly or bolus stopped alarm due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the started squirting insulin during fill process and stuck in rewind loop. Thee customer's blood glucose value was 73 mg/dl. Motor drive cap was flushed. The insulin pump will be returned for analysis.